Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Perforation is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the promus stent was implanted in a bifurcation lesion, it should be noted that the promus IFU states: the promus stent is contraindicated for patients with bifurcation coronary vessel disease. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that after deployment of the promus stent in the mid lad and first diagonal artery at 16 atmospheres, a perforation was identified. The perforation was treated with several post dilatations using the same promus stent delivery system balloon and the condition resolved. The patient was observed in the cardiac care unit and was discharged two days after the procedure. There was no adverse patient sequela. There was no additional information provided.